Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The existing cuff was explanted and replaced with a smaller size 3.5 cm cuff. The other aus components remain implanted in the patient. The explanted cuff is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.